Manufacturer narrative:
A supplemental MDR is being submitted as per review of medical records. The following sections of this report have been updated: h6 (health effect - clinical code) and h10 (narrative). Upon review of medical records, the patient presented with aortic stenosis and mitral valve regurgitation. An echo revealed severe aortic stenosis, severe mitral stenosis and mild tricuspid regurgitation. The tavr valve was explanted approximately 7 months post implant and appears to have been due to severe aortic stenosis, with increased gradients, and some pannus. Per report, the physicians thought that there was patient prosthetic mismatch of the 23mm s3u tavr valve implanted in the existing surgical aortic valve (savr), which was implanted approximately 15 years ago. The patient required open heart surgery to fix the severe mitral valve regurgitation, a decision was made to remove both the tavr and the savr in the aortic valve position and place a new 27mm surgical valve in the aortic position. The implant was a success, there was no pvl. The patient was discharged on post operative day (pod) 7.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusion) and h10. The 23mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3u thv and procedural training manual were reviewed for guidance. The procedural training manual provides guidance on post-procedure care. Post-procedure analgesia suitable for older patients include anti-coagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant / antiplatelet therapy, except when contraindicated, as determined by their physician. Plan for resumption of pre-procedure medications, dvt prophylaxis as per standard care, optimize rapid mobilization and early physical therapy. The goal is a return to optimal functional status. There was no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, 'a 23mm sapien 3 ultra valve was explanted approximately 7 months post implant in a failing surgical valve in the aortic position'. Additionally, patient had history of chronic kidney disease (ckd), kidney stones, a-fib, bilateral carotid artery disease'. In severe aortic stenosis, moderate or severe chronic kidney disease (ckd) are associated with increased all-cause and cardiovascular mortality. Patients with ckd have a higher prevalence of the entire spectrum of aortic valve disease, ranging from calcification to stenosis. In this case, available information suggests that patient factors (pre-existing comorbidities - ckd (chronic kidney) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, approximately 7 months post implant in a failing surgical valve in the aortic position, a 23mm sapien 3 ultra valve was explanted. A new surgical valve was implanted. The reason for the valve explant was not provided at the time of the report.